Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device illuminated the wrench icon and it would not power on with known good battery. There was no pt use associated with the event.